Event description:
Caller tested 5.9 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. Caller's coumadin dose was decreased based on lab result. Meter was coded incorrectly. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because all strips had been previously used.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.